Manufacturer narrative:
Product complaint : (B)(4). Investigation summary : the complaint device was received and evaluated at the service and repair center. Per service manual operational and diagnostic analysis confirmed reported issue (fill chamber overfill/underfill). This was caused by a damaged pin on cpc connector causing unit to lose pressure therefor liquid to overfill chamber and inner tubing. To correct the reported issue, the cpc connector was replaced as identified in the investigation. Additionally, performed cpld version upgraded to 1.7 per sb. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. Furthermore, a manufacturing record evaluation was performed for the finished device serial number (B)(4), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that prior to a shoulder repair procedure the fms vue pump had water damage when it was tested before the case. The customer's two fms connect interface cables were not recognized by the pump. The sales rep stated that they were plugged into a smith and nephew which also corrupted the software. The case was completed with another interface cable and using suction to a neptune with no patient harm, but a thirty (30) minute delay due to these complications.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.